Event description:
The patient underwent the surgery with the g3 long nail. In (B)(6) 2013, the patient felt pain in the hip joint. The surgeon checked the x-ray and found the nail was broken at the lag screw hole. The fracture part was nonunion. Therefore the patient underwent revision surgery on (B)(6) 2013

Event description:
The patient underwent the surgery with the g3 long nail. In (B)(6) 2013, the patient felt pain in the hip joint. The surgeon checked the x-ray and found the nail was broken at the lag screw hole. The fracture part was nonunion. Therefore the patient underwent revision surgery on (B)(6) 2013

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. Event description confirmed a nonunion. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient contributed by intra-operative damage of the proximal drill hole. A more precise statement is not possible with the information given.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.